Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. The intraocular lens (iol) was not returned for analysis. Only cartridge was returned. The used company iii (d) cartridge was returned. Viscoelastic was observed in the cartridge. No damage was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No iol was returned. The complainant indicates the use of a company iii (d) cartridge with a company lens model, which is not a qualified company product combination. The root cause for the reported complaint "lens sticking to the top of the cartridge" may be related to a failure to follow the instructions for use (IFU). The reporter indicated the use of a non-qualified lens / cartridge combination. The company lens model is only qualified for use with the company ii (b) and iii (c) cartridges. It is unknown if a qualified handpiece and viscoelastic were used. No problems were found with the returned cartridge. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Lens loading is a manual operation conducted by the end user. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The reported "foggy center patch" cannot be confirmed as the lens was not returned for the evaluation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implant procedure, the lens was sticking to the top of the cartridge. The doctor applied more viscoelastic for lens advancement. The lens was implanted but when the lens was rotated, the doctor noticed a foggy center patch which did not clean. Therefore, the lens was removed and a company lens of same model and diopter was placed during same procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).